Event description:
Prytime is filing this report with an abundance of caution as the reboa catheter was present during a case that required surgical intervention. The case involved a young male who sustained a crush injury via a forklift. The patient was presented to ed where the medical team began transfusing blood. An arterial line was placed in the right leg (femoral artery) and the sheath was upsized, allowing the reboa balloon catheter to be inserted and inflated in zone three. Due to a low pressure reading (proximal sbp 43), the surgeon had to adjust the balloon catheter and advanced to zone one to obtain a pressure reading of sbp 120; simultaneously, the medical team continued blood transfusions. The patient was transferred to CT, where no impressive fractures were visualized; however, it was noted that the bladder was disconnected and "free floating" in the retroperitoneal space, a large hematoma was identified as well. The patient was transferred to ir for gel-foam placement in the iliacs. Throughout the ir procedure the medical team attempted to deflate the balloon catheter without success, as the patient would continue to become hypotensive. Next, the medical team transferred the patient to the or where a large amount of venous blood was identified in the pelvis. Peritoneal packing was placed and the patient stabilized for a while. After the procedure was completed, the sheath and balloon catheter were removed, and a pulse was present in the leg. The balloon catheter was inflated for a total of four hours and forty-five minutes (at partial occlusion). An ultrasound was conducted twenty-four hours later showing no issues. The patient was transferred to the ICU and additional blood transfusions were administered. During the nighttime, the patient was transferred to the or for re-packing of the pelvis and again the following morning. The patient continued to output a large amount of blood; it was unclear as to where the blood was coming from. Approximately one to two days later, it was recognized that the patient developed compartment syndrome. The patient was transferred to the or where the muscle was described as "dusty" in appearance. The following day, it was noted the colon was "dead." The surgeon stated that the primary issue was the patient's profound shock and the extended four and a half hour of occlusion time. In addition, the patient was hypertensive at multiples points along the way and for a long period of time there was no blood flow down to the legs and to the colon, hence the reason for intervention. The surgeon stated the balloon catheter played a very small role in this case and stated that it wasn't the sheath, and it wasn't the balloon catheter, it was the whole picture and believes the balloon catheter did its job. Overall, there was no confirmed deficiency with the prytime product exhibited in this case. In addition, there is no reported or alleged failure or deficiency of the prytime catheter or its labeling.